Event description:
Device malfunction: premature stent deployment. Time of malfunction: during preparation. Symptoms/ae: na. It was reported that during preparation of the xpert device, when the package as opened, it was noticed that the stent was prematurely deployed 2 to 4 mm from the distal tip. The device was discarded, the customer reported there was no pt involvement. Though requested, no add'l info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was provided. A review of the device history record did not produce any findings relevant to this report.